Event description:
It was reported that a patient underwent a liver resection procedure on (B) (6) 2010. The reservoir was connected and the same day the surgeon noticed there was no suction from the reservoir. The surgeon opines it was because of the anti-reflex value. The surgeon pulled the drain out, the ascites fluid flowed from puncture site. There was no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.